Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: complaint alleges: bariatric surgeon inserted 10mm scope into 12mm weck vista port. Used product normally and without issue. Once in the abdomen, the surgeon removed the obturator with the scope still inside. The scope was lodged in the obturator and was not able to removed. Surgeons had to call for another scope. No patient injury reported. Patient current condition is fine.